Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump stopped working. Customer reported of receiving no delivery alarm. Customer was advised that insulin pump had to be removed for programming and call was disconnected. Customer's blood glucose was unknown.